Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis

Event description:
A manufacturer representative reported that, while in a procedure, the imaging system displayed it was initializing and would not progress past the prompt. It was noted that after several restarts, functionality was restored. Once started, the imaging system prompted the user to perform motion calibration. Once calibrated, functionality was restored. It was reported that the surgeon opted to complete the procedure without the use of the imaging system.there was no reported impact on patient outcome.no additional information was provided.

Manufacturer narrative:
Additional information received confirming no patient present. The power conversion enclosure and enclosure charger have been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
There was no patient present in the room when this issue was identified.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the chassis housing was bent and generator failed test. No voltage output.. Analysis found that the reported event was related to a electrical issue. The power enclosure conversion was returned to the manufacturer for analysis. Analysis found that the enclosure failed power up test and high startup current. Analysis found that the reported event was related to a electrical issue. The power enclosure conversion was returned to the manufacturer for analysis. Analysis found that the generator test was failed and had no 400v out. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
The power conversion enclosure and associated charger were returned to the manufacturer for analysis. The devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: supplemental report 2 inadvertently filed. Should have been filed under 1723170-2017-01460. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure and charger were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional.